Event description:
It was reported that the patient had high impedance. The patient also had radiating pain under their chin, so the device was disabled. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Corrected data: corrected data: the patient's fall and increase in seizures were inadvertently not included.

Event description:
It was reported that the patient had a fall and then sometime after that he had an increase in seizures. X-rays were reviewed. The generator placement appeared to be normal in the left axillary chest area. It cannot be assessed if the connector pin is inserted past the second connector block due to the angle and quality of the image. The feed through wires and the lead wire continuity appeared normal and intact. The lead wires appeared intact at the connector pins. In the portions of the lead visible, no sharp angles or gross lead fractures or other anomalies were observed. Based on the images provided, the cause of the observed high impedance cannot be determined. The patient's lead and generator were replaced. The explanted devices have not been returned to livanova to date. No additional or relevant information has been received to date.